Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36c, water temperature (wt) was 32.8c. System diagnostics were outlet monitor temperature (t1) was 32.8c, outlet control temperature (t2) was 32.8c, inlet temperature (t3) was 32.9c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3.1l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 3717.2, pump hours were 3194.8. Advised to send to biomed labeled 113. Walked through set up of alternate device. Per follow up information received via task on 07oct2024, it was reported that the initial device was sent to biomed for evaluation. Patient therapy was completed on an alternate device. No patient impact was reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be mixing pump failure. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800120 rev. 0, baw2800227 rev. 0, baw2800172 rev. 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per s03fa211 rev 21, a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36c, water temperature (wt) was 32.8c. System diagnostics were outlet monitor temperature (t1) was 32.8c, outlet control temperature (t2) was 32.8c, inlet temperature (t3) was 32.9c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3.1l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 3717.2, pump hours were 3194.8. Advised to send to biomed labeled 113. Walked through set up of alternate device.

Event description:
It was reported that arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36c, water temperature (wt) was 32.8c. System diagnostics were outlet monitor temperature (t1) was 32.8c, outlet control temperature (t2) was 32.8c, inlet temperature (t3) was 32.9c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3.1l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 3717.2, pump hours were 3194.8. Advised to send to biomed labeled 113. Walked through set up of alternate device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be mixing pump failure. However, there was insufficient information to confirm this potential root cause. Arctic sun device alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36c, water temperature (wt) was 32.8c. System diagnostics were outlet monitor temperature (t1) was 32.8c, outlet control temperature (t2) was 32.8c, inlet temperature (t3) was 32.9c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 3.1l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 83 percentage, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5, system hours were 3717.2, pump hours were 3194.8. Advised to send to biomed labeled 113. Walked through set up of alternate device. Per s03fa211 rev 21, a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under baw2800120 rev. 0, baw2800227 rev. 0, baw2800172 rev. 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.